Manufacturer narrative:
(B)(4). The user stated that the wireless module battery melted while in the battery charger. There was no reported patient or user impact. The pictures provided by the user showed that portions of the battery melted and appeared charred. The user reported that this occurred while the battery was inside the battery charger. Should the internal battery cell become compromised and exposed to air, the battery would combust, btu would self-extinguish. It's possible that this could lead to user injury if the user attempted to remove the battery from the charger when the battery combusted. As a result, we are reporting this incident. If the battery were to combust, there is minimal concern of fire or explosion due to the presence of flammable anesthetics, oxygen or nitrous oxide. This is because the battery charger is used outside the MRI environment, where these substances would not be found in excess. Additionally, the IFU for the patient monitoring device cautions "equipment not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide." The user is returning both the battery and the battery charger to the manufacturer for evaluation. A final report will be filed upon completion of the investigation.

Event description:
The user stated that the wireless module battery melted while in the battery charger. There was no reported patient or user impact. Pn: 9065 (wireless module battery). Sn: (B)(4); date code 1311.